Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the returned system controller (serial number (B)(4) being unable to communicate with the system monitor was confirmed. Due to the controller¿s significant kink on its white power cable, conductor breakdown was suspected. The cable was opened with an x-acto knife and a broken orange wire was found ¿ the wire responsible for communication with the system monitor. The controller¿s dual power cables were replaced with test cables in order to conduct further testing. The controller was able to communicate with the system monitor with test dual power cables. No atypical events occurred while using test power cables, and the controller operated a mock loop without issue. A log file was extracted from the system controller during testing, containing data that spanned approximately 30 days (28jan2019 ¿ 28feb2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no other notable information was observed. The root cause of the reported event was conductor breakdown within the controller¿s white power cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 2 months (calculated from the date when the system controller was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient controller stopped transmitting data to the power module/system monitor with a regular patient cable. The patient was given a non-grounded patient cable. The issue resolved when the controller was exchanged. No further information was reported.